Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being in the hospital due to hypoglycemia and low blood glucose of 27mg/dl when the paramedics arrived. The customer experienced excessive thirst and headache. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. The customer did not feel comfortable and requested the device be replaced. No further information was provided.